Event description:
It was reported that at the last follow up in (B)(6) 2019 the battery was at 65%, while at a recent follow up in (B)(6) 2020 the battery was at 2%. A review by engineering noted that the device was malfunctioning and should be replaced, further review by engineering noted that the device was exhibiting characteristics of a premature depletion condition. Further review noted that the device will not reach end of life (eol) and will maintain the capability to deliver three shows if replaced or reevaluated within fourteen days. In addition, the device had sufficient reserve capacity to ensure a six shock delivery below a fifteen charge time if reassessed or replaced within a sixty day time frame. The device was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that at the last follow up in november 2019 the battery was at 65%, while at a recent follow up in may 2020 the battery was at 2%. A review by engineering noted that the device was malfunctioning and should be replaced, further review by engineering noted that the device was exhibiting characteristics of a premature depletion condition. Further review noted that the device will not reach end of life (eol) and will maintain the capability to deliver three shows if replaced or reevaluated within fourteen days. In addition, the device had sufficient reserve capacity to ensure a six shock delivery below a fifteen charge time if reassessed or replaced within a sixty day time frame. The device was explanted and was returned. No additional adverse patient effects were reported.